Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the ventricular leadless pacemaker was not capturing or sensing. X-ray imaging was completed, and the leadless device had microdislodged. The device was explanted and replaced. The patient was stable.